Event description:
It was reported to philips that the wired footswitch was defective, which can impact imaging. The device was in clinical use at the time of the event. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.